Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and also had low blood glucose level. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was alarming continuously and the alarm history had low reservoir alarm. The customer lost consciousness while in car because of low blood glucose level. The insulin pump will not be returned for analysis.